Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarmap mapping catheter it entered the epicardium. While attempting to position properly around a right pulmonary vein the catheter within the sheath punctured the epicardium while manipulating the sheath. The attempted to continue the procedure and monitored the progress with fluoroscopy, however, the procedure was ultimately discontinued due to the risk of pericardial fluid accumulation. An intervention took place; however, the specifics of what treatment was performed was not provided. The sheath is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
UDI related data quality updates only this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available as it could not be provided during follow up. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarmap mapping catheter it entered the epicardium. While attempting to position properly around a right pulmonary vein the catheter within the sheath punctured the epicardium while manipulating the sheath. The attempted to continue the procedure and monitored the progress with fluoroscopy, however, the procedure was ultimately discontinued due to the risk of pericardial fluid accumulation. An intervention took place; however, the specifics of what treatment was performed was not provided. The sheath is not expected to be returned as it was disposed of by the facility.